Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: this complaint is being closed since after multiple attempts to retrieve the product, the product still hasn't been returned for evaluation. If and when the device in question is received, this file will be reopened and its contents made to reflect the results of the evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during an acl repair that the white suture on his rigidloop adjustable standard cortical implant broke when the physician assistant was pulling the graft up. The surgeon removed the implant and used another same type implant in the same bone hole with no patient consequences. There was a 15 minute delay in the procedure. The complaint device is being returned for evaluation. Additional information received by mitek complaints on 12-31-2014: the sales rep reported that the surgeon used his hands to pull on the suture. That the suture broke outside the joint at the knot and that it was easy to remove the original implant. He reported an am approach with an 8.5 mm graft size and a tibial tunnel size of 8.5 and a femoral tunnel size of 8.0.